Event description:
Infusion pump was brought to clinical engineering after being exposed to an unknown fluid. Fluid invaded the connector between the "brain" unit and the pump module, resulting in arcing and burning of the connector and failure of both units. Exact composition of fluid unknown, but likely a cleaner/disinfectant agent. Photos are available. The connector design appears to be prone to this kind of failure.